Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with hand controls changes mode automatically without hand control and foot pedal. The shaver is unable to turn off. The procedure was completed successfully with another shaver with no surgical delay or patient harm. No fragments were generated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the shaver handpiece changed the mode automatically without the handcontrol or foot pedal. The shaver was unable to turned off.. The complaint unit was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the resistance values and the protective conductor resistance were out of specs and the keypad contacts were corroded, therefore the handcontrol set and the motor cable were replaced. In addition, the motor was not running constantly and it was corroded, the motor was replaced. The buttons were found with no function. Preventive replacement of o-rings was performed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to fluid ingress to the keypad and motor, causing internal degradation. Electrical failures may induce the components to be out of specs. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [1425m4609r] number, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [1425m4609r] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.